Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was getting hot. It is not reported if the event occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device gets hot was confirmed. An assessment was performed on the device which determined the unit failed the temperature assessment (actual reading: 118.1 degrees fahrenheit at 8 minutes 3 seconds; specification: <118 degrees fahrenheit at 10 minutes 0 seconds). It was further observed that the hall 1, hall 2, hall 3, hall+, and hall- wires were shorted to earth ground (actual reading: 30 megohms, specification: open line or >50 megohms), the bearings were found worn out, the thermistor was damaged, and the green wire with an intact crimped connector pin was found detached from the male connector ring. It was determined that the failure was caused by worn out motor components. The assignable root cause was determined to be component damage from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.